Event description:
A surgeon reported a pt with an unexpected refractive outcome following intraocular lens (iol) implant surgery. In a follow up, the technician reported the target refraction was -0.32. At one week postoperative visit, the pt's refraction was -2.25 spherical. Six weeks later, the refraction was +0.25 -2.25 at 55 degrees. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation there have been no other complaints reported in the lot number. Additional information was requested. A completed questionnaire has not been received. (B)(4).